Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device unable to duplicate customer issue using the same infusion rate as customer ( 450 ml/ hr). The customer reported condition was not confirmed. No fault found. Problem source is unknown. No causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 wireless failed the pump force sensor test. No patient involvement.